Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and one (1) colony forming unit (cfu) of micrococcaceae species was identified. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the methods to clean, disinfectant and sterilize the endoscope. During pre-treatment, the customer suctions water into the air/water and auxiliary washing channels and washes the scope using detergent anios clean excel d. The customer uses detergent anios clean excel dand asept brushes during manual cleaning. The customer does not manually disinfectant the scope. The customer uses automated endoscope reprocessor soluscope along with detergent soluscope cln and disinfectant soluscope paa. The scopes are stored in a drying cabinet. Olympus is the customer¿s maintenance company. The scope was not sterilized. Additionally, the customer cultured three of the automated endoscope reprocessor soluscopes housed at the facility. Soluscopes a was identified as having over 80 cfus of micrococcaceae species and pseudomonas aeruginosa. Soluscope b was identified as having over 110 cfus of pseudomonas and micrococcaceae species. Soluscope c was identified as having pseudomonas aeruginosa over 80 cfus. The device was evaluated and the plastic distal end cover insulation was out of range. There was a chipped light guide lends was chipped, cracked charged coupled device (ccd) lens, a wrinkled light guide tube and a worn control body unit and switch cap. There were scratches on the side cover, the air/water cylinder and side cylinder. The device also failed the channel system check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis iii colonovideoscope tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled during routine testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of this event could not be determined. The instructions for use (IFU) cautions the users of incorrectly reprocessing the device: reprocessing manual:1.4 precaution "warning:an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.